Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had motor error alarm. The customer¿s blood glucose level was unknown at time of incident. Customer stated that scratches and haziness on the pump screen. Customer stated that grinding during rewind. The insulin pump will not be returned for analysis.